Event description:
It was reported that clips on the side of the maryland bipolar forceps instrument had been depressed inward. No additional info was provided. The hosp did not identify this issue as having occurred during a surgical procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not notice a problem with levers (clips) pressed inward. Engineering did observed areas on the instrument's main tube where material had been removed. It was determined that the failure mode is consistent with the use of the potentially defective cannula accessory, which may removed material from the instrument during use.